Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge via dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5: lens was exchanged on 10 jun 2023 with a longer length lens. Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2 -11.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. The patient experienced low vault, lens remains implanted. "Other/ low vault" was reported for cause of event. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.